Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the alarm and subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A new cartridge was successfully loaded to address the issue. Customer's blood glucose (bg) was 262-600 mg/dl. A manual injection was administered to treat bg.